Event description:
A report was received that the patient was explanted as the physician determined that the incision site was red and not healing. The physician prescribed the patient antibiotics.

Manufacturer narrative:
The explanted lead will not be returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the pt was explanted as the physician determined that the incision site was red and not healing. The physician prescribed the pt antibiotics.

Manufacturer narrative:
Additional information received indicated that the patient did not have an infection but rather skin erosion and the patient's pocket incision opened up. The patient was placed on antibiotics as a precaution. Returned product analysis indicated that the ipg passed all visual, performance, and electrical tests performed. Device exhibits normal device characteristics. A review of the manufacturing documentation of the paddle lead found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.